Event description:
It was reported that during implantable pulse generator (ipg) implant a leakage was noted at the valve of the introducer. A part looseness or dislodgement was noted. The introducer was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was damaged. Blood was observed on the septum of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator fully inserted in the shaft of the delivery catheter. Blood was removed from the septum and the septum was shown to have been damage. The delivery catheter was flushed and water leaked from the damaged septum. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.